Event description:
It was reported to philips that when the fire crew tried to obtain a 12 lead EKG, the monitor stated the rl and la leads were off. After confirming that they were in place, the crew used their spare cables but were still not able to obtain a reading. The crew requested an additional als. There was no reported adverse patient impact.